Manufacturer narrative:
The AED and battery pack (s/n (B)(4)) were received on march 14, 2018. Review and testing of the returned AED and battery pack identified that the AED suffered interior damage consistent with being dropped. The damage to the device likely would have affected the unit's function should it have been required to deliver therapy - hence the reason for this MDR. A review of the electronic data from the unit identified that on february 1, 2018 during an automatic self-test, the AED identified a problem (likely the damage associated with the unit being dropped), at which point the AED began flashing its red active status indicator (asi) and chirping to alert the user of the problem. However, there was no indication in the electronic data of any human interaction to ascertain and address the alarm condition. The unit was then deployed for the march 2, 2018 rescue attempt which consisted of four analysis periods with no shocks delivered. The details of the rescue attempt are as follows: during the first three analysis periods, the AED encountered asystole (a non-shockable rhythm) which the AED appropriately did not advise or delivered a shock. During the fourth analysis, the AED encountered a wide complex tachycardia resembling v tach - however the wave pattern most likely represented the electrical manifestation of manual CPR and a shock was initially advised, but later not confirmed and appropriately aborted because the manual CPR stopped and the underlying asystole became evident. In summary, the review of the electronic data from the march 2, 2018 rescue attempt shows that the AED functioned appropriately - no malfunctions were evident.

Event description:
A police department reported that during a rescue attempt on a (B)(6) year old female patient who was not resuscitated, the AED announced a service code after not delivering any shocks. In this case, although the patient was not resuscitated, a review of the electronic data shows that the patient's heart rhythm was asystolic (a non-shockable rhythm) for which the AED appropriately did not deliver a shock, and therefore the patient's death is not identified as an adverse event attributed to this MDR.